Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review therefore the reported condition could not be confirmed. The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what may have caused this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is air leakage at the joint of the arterial side. The catheter was originally implanted and pulled and replaced on (B)(6) 2015. The patient was involved with no injury.

Manufacturer narrative:
Submit date: 7/6/2016. Sample was received from the customer after the final report had be submitted. The product sample was returned for investigation. It consisted of one mahurkar catheter. The catheter presented signs of use. After visual evaluation there were no visible signs of the reported condition in the catheter. Functional testing was performed in order to confirm the issue reported by the customer. After the test, the catheter did not show a leak in the extension of the catheter. As part of the investigation process each section of the catheter was evaluated, as a result no leaks were identified in the extensions, adapters or in the shaft of the catheter. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified: material, man, machine, method, and measurement causes were discarded. Customer perception was not discarded. Sample evaluation revealed that no defective conditions related to the complaint description were identified. Based on this information a probable cause is that the clinician confused an unknown condition related to dialysis treatment with air leakage. The reported condition has not been confirmed. The product sample was returned to the manufacturing site for review. Based on the available information and the results of the DHR review that showed no deviations, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as customer perception. The evidence provided is enough to discard the manufacturing process as a potential cause. No complaint triggers or trends were identified; therefore corrective or preventive actions are not required at this time.